Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub(brown) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The catheter body length measured 220mm which is within the specification of 207mm - 227mm per catheter graphic. The distal extension line outer diameter measured 0.0852" which is within the specification of 0.084"-0.088" per distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.057" which is within the specification of 0.055"-0.059" per distal extension line extrusion graphic. Simulated use of the catheter was performed per the instructions for use (IFU) provided with this kit which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and medial extension lines were flushed with water using a lab inventory 5cc syringe. Both extension lines flushed as expected. A manual tug test confirmed the medial and proximal extension lines were secure to their respective hubs. The instructions for use (IFU) provided with this kit states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury. Do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has been determined to likely be manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.